Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-68.

Event description:
The device was returned from customer for service for a failure of depleted battery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.